Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2365, awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2012. Consumer had the most painfully periods ever now, every 21 days, losing clots and a lot of blood, after ablation done too. She reported back pain, vagina pain, knee and hip pain, gained lots of weight, depressed, brain fog, bloating, no sex drive. All since having it to make her life easier as heavy periods and did not want husband to have vasectomy as she had been diagnosed with sage melanoma (as reported). Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was losing clots and a lot of blood (during menstrual periods) (interpreted as menorrhagia) and was diagnosed with melanoma. She underwent an ablation (interpreted as endometrial ablation). These events were considered serious due to medical significance. Menorrhagia is a listed event in the reference safety information for essure, melanoma is unlisted. In the present case, limited information was provided. The exact temporal relationship between essure insertion and the events was not reported. Consumer mentioned she was losing clots and a lot of blood during periods and had an ablation done. Given the nature of this event, a contributory role of essure cannot be excluded. Event melanoma was assessed as unrelated to essure, given its pathophysiology and considering the local effect of essure in the fallopian tubes. Additional non-serious events were reported. This case was regarded as incident since a medical intervention was performed. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.